Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The returned device analysis observed a torn soft tip. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the identified tears in the soft tip appears to be related to procedural conditions due to the reported clip getting caught on the guide tip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The cds is filed under MFR # 2024168-2017-01764.

Event description:
This is filed to report the torn tip of the steerable guiding catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was good echocardiogram imaging. One clip was implanted, reducing mr to 3+. The second clip delivery system (cds 60802u133) was advanced to the mitral valve. The mr was reduced to 2+ with grasping; therefore, deployment steps were started. The actuator knob was turned 8 times counterclockwise, but when the actuator knob was pulled back, resistance was felt. The mandrel did not pull back and the clip did not deploy from the catheter. Additional counterclockwise turns were made and the delivery catheter (dc) fastener was released, but it was then observed that the clip did not release from the system, and was no longer attached to the leaflets. The mr was now 3. The decision was made to remove the cds with the clip. The cds was retracted to the left atrium; however, when the clip was near the tip of the sgc, the clip detached from the mandrel and remained attached to the gripper line. Resistance was felt and the became clip caught and tore the tip of the sgc. The mitraclip system was retracted into the femoral vein, and a cut-down procedure was performed to remove the clip. The procedure was discontinued. There was no adverse patient sequela. The patient stayed in intensive care for one day for observation. On (B)(6) 2017, a second mitraclip procedure was performed. Two clips were implanted reducing mr to 1+. The patient was confirmed to be stable. No additional information was provided.